Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "key sticking." Eval found the unit in its received condition permitted power up, navigation, and pump run, however, had limited keypad operation due to the 2nd and 3rd soft keys sticking. This was caused by a failed keypad. The failed keypad was replaced.

Event description:
It was reported that a spectrum infusion pump had an inoperable keypad with keys sticking. Any pt injury or involvement is unk.